Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lobectomy. According to the reporter: during lobectomy, the surgeon used endo gia to fire, after it fired and ready to release. It was found the black release button could not be returned. So the 030458 caught the tissue and could not be released. Then the surgeon chose a handheld vascular clamp to assist open the jaws. But the jaws still could not be opened. So the surgeon cut the nail together with the tissue. Surgery time didn't extend by 30 minutes or more. The patient is in good condition now. No reinforcement material was used.